Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee arthroplasty tibia impactor cracked during impacting the prosthesis what action was taken/required to manage the problem during the procedure ? The implant was already positioned in the right place how long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? No delay has the reporter facility indicated there may be legal action? No was the product stored according to labeling instructions? Yes describe the 'damage' or 'other' outcome tibia impactor cracked during tibia impaction

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.